Event description:
The surgeon claimed that when he uses these 1.7mm self-drilling screws in mid-face area, it so happens that the screwhead is damaged during the insertion, especially in harder bone.

Manufacturer narrative:
Product not available for return. Additional investigations still in process.